Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had white screen during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10:the device was received for evaluation. During visual review a white screen was confirmed at power up of the pump. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed processor board. The processor board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.